Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found several slight kinks along the working length of the device. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting procedure a stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous left circumflex artery . The lesion was predilated. A 2.50x20mm promus element drug eluting stent delivery system was advanced but unable to cross the lesion. Following removal, it was thought that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting procedure, a stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous left circumflex artery . The lesion was predilated. A 2.50x20mm promus element drug eluting stent delivery system was advanced but unable to cross the lesion. Following removal, it was thought that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.